Event description:
On (B)(6) 2012, the following info was reported to kci by the family member: it was claimed by the family member that the pt developed a wound infection while on v.a.c. Therapy and was hospitalized.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control (qc) checks and meet specifications prior to pt placement. On (B)(4) 2012, the unit passed qc checks and met specifications after pt placement. A physical therapist at the wound care center treating the pt claimed that v.a.c. Therapy may have been a contributing factor but did not offer any other specifics to establish this possible correlation.